Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient felt a burning sensation at the ipg pocket while charging. The patient was advised to charge using the belt and to avoid charging while leaning on a surface. Follow up identified the issue had changed, and the patient was feeling the heating sensation while the system was on. It was reported the physician planned surgical intervention to address the issue.